Event description:
It was reported that the system started smoking, shut down, and displayed a saturation error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator and filament drive boards were replaced. The filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.